Event description:
The account alleged that the brake caster and brake steer caster ratchet while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and the brake steer caster to resolve the issue.